Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has insulin pens available as alternate insulin therapy.